Event description:
Information received indicates the head section will not rise when the switch is pressed.

Manufacturer narrative:
The technician replaced the sticking head up valve, to repair the bed.